Event description:
It was reported that when using the bd pyxis¿ es server, the machines displayed 'disconnected mode/critical override,' and the server was down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station displayed critical override due to the server being down. A technical support specialist (tss) connected to the server, disabled services such as database synchronization, external, and maintenance, and then rebooted the system. After rebooting, the tss reenabled the services and confirmed that the services and extract, transform, load (etl) processes were running properly. The tss verified that the messages were current and ensured extensible markup language (xml) data processing was up to date. The system functioned as intended after the technical support specialist troubleshot the device.